Event description:
It was reported that an external fluid leak was observed from the "lower section" of the drain bag of an unspecified type of prismflex set during continuous renal replacement therapy. The set was replaced with a "new unit, along with the replacement of the filter (which was already past its expiration date)." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.